Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Event description:
It was reported that the ipg failed to establish communication with external devices. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced more superficially. Effective therapy was restored post operatively.